Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 43-44 mg/dl. Reportedly, the cause for the low bg was due a 15 unit bolus being delivered. The customer was unsure how a 15 unit bolus was delivered, and declined to further troubleshoot with tandem technical support, therefore, allegation could not be confirmed. Customer consumed carbohydrates to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.